Event description:
It was reported that upon interrogation prior to implant, the device was at elective replacement indicator (eri). The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed that the device was at elective replacement indicator (eri), not reprogrammable in the field. The device was received in unopened original shipping package. (B)(4).